Manufacturer narrative:
Patient weight not provided. Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year and 10 months. The device is expected to be returned for investigation. It has not been received. No additional information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase (ldh) levels were elevated; specific values were not provided. The pump was reported to have been operating as usual. Pump parameters were not provided and no events or alarms were reported. The patient was asymptomatic. System controller log files were provided and reviewed by the manufacturer's technical support representative. An increase in pump power and a decrease in the average pulsatility index was noted. The data did not contain attributes which would indicate the presence of thrombus within the motor chamber; however, thrombus in the circulatory loop could potentially be present. A pump exchange was performed on (B)(6) 2016 due to the elevated ldh levels. It was reported that the physician did not note any thrombus in the visible areas of the pump post-exchange. The patient was subsequently discharged and was reported to be doing well at home.

Manufacturer narrative:
Device available for evaluation?: additional information: the report of thrombus was confirmed based on the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly, revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks observed at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase level. Upon removal of the observed deposition, the pump was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.